Event description:
Initial information reported by a physician to a sales representative on 22-oct-2009: a female pt received a series of treatments with injectable poly-1-lactic acid (sculptra) [lot # and expiration date unknown] and experienced nodules underneath both eyes (dosage, therapy date, onset date and indication unknown). The doctor had to cut out the nodules, but they seem to keep coming back. Medical history and concomitant medications were not provided. No further relevant information reported.